Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) per dfu for this lens model, vicl's are contraindicated of implantations of a lens in an eye's with an anterior chamber depth (acd) less than 3.0mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -13.5/4.5/80 diopter, in the patient's left eye (os) on (B)(6) 2016. Excessive vaulting occurred with a vault value of (B)(4) micrometers. The lens is planned to be exchanged.